Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and others, brown particles on the gel, underweight, and creases fold. A visual and microscopic analysis were performed which identified sharp broken on posterior and stress marks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of an unknown side." Device remains implanted.